Event description:
It was reported a patient had a gynecological procedure in 2008. During the procedure, the blade stopped rotating. A second disposable was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent to the FDA: 08/07/2008. (Blade seized/stopped) - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.